Manufacturer narrative:
Per tandem pump user guide: your pump should not be worn while swimming, scuba diving, surfing, or during any other activities that could submerge the pump for an extended period of time. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery charged slower than expected. Customer¿s blood glucose level was 137 mg/dl. Reportedly, the customer continued to use the pump for insulin therapy.